Event description:
On (B)(6) 2022, the lay user/patient contacted lifescan (lfs), alleging that their onetouch verio vue meter read inaccurately high compared another meter (onetouch ultra vue). The complaint was classified based on the customer care agent (cca) documentation. The patient reported that on the evening of (B)(6) 2022, they ate sweets and confirmed their blood glucose measured ¿180 mg/dl¿ on an unspecified device. The patient manages their diabetes with a fixed dose of lantus insulin. The patient reported administering an unspecified dose of lantus insulin in response to the ¿180 mg/dl¿ reading then at 10:10 pm that evening they ¿trembled¿, ¿shook¿, and their head was ¿dizzy¿; symptoms they associated with a low blood glucose. In response to the symptoms, the patient claimed they measured their blood glucose with the ultra vue meter and obtained a reading of ¿49 mg/dl¿ then remeasured with the subject meter and obtained a reading of ¿132 mg/dl¿; however, the cca noted the patient used the same drop of blood for the remeasurement with the subject meter. The patient claimed they self-treated with glucose and after 15-20 minutes their blood glucose remeasured ¿116 mg/dl¿ with the subject meter. At the time of the call, the patient claimed they had just eaten 10g of glucose and 2 kintsuba and were still ¿swaying¿. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter and an approved sample site was used for testing. The cca noted the patient did not have control solution available to perform a quality control test. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.